Event description:
Info received indicates the ground loss light is flashing.

Manufacturer narrative:
The technician found broken connectors for the ground pin in the power cord plug. The technician replaced the plug to repair the bed.